Event description:
Ref imp # (B)(4).

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event, not because there was a technical malfunction of the device, but since due to an use error the device did not perform as intended. We performed an investigation into this complaint: it was reported to us the patient condition went worse during the day and while transferring he became not suitable for use with the active device anymore. The legs of the patient stopped supporting the weight of the body, caregivers were trying to support patient legs but this was not possible due to weight of the patient . When reviewing similar reportable events, we found some cases with similar fault description (slipping out of the sling or from the footplate resulting in fall/injury), which were found to mainly related to use error. The trend observed for reportable complaints with this failure mode on sara plus is considered to be low and stable. We were not able to find a deficiency with the device. This means that the lifting system was up to specification when the event took place. The device was being used for patient handling and in that way contributed to the event. From our evaluation, it appears a number of use errors caused the event. The most relevant use error being a failure to properly use the slings chest strap in a combination with not adjusted lift cord ropes: it is stated in the instruction for use. We have not been able to find any contributing mfg anomalies. The root cause of the complaint was found to be a use error, as also indicated by the customer themselves, since the received information and our evaluation as described above are showing that if the safety warnings present in the instructions for use to correctly use the device are followed, it appears very unlikely that there will be any patient or caregiver risk.